Event description:
Subsequent to the initial report, additional information was received. The patient was re-hospitalized on (B)(6) 2021 with cardiogenic shock, respiratory failure and heart failure, as well as worsening of pre-existing thrombocytopenia. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because the part number and lot information were provided. The reported patient effects of cardiogenic shock, respiratory failure, and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported cardiogenic shock, respiratory failure, and heart failure. The reported hospitalization, unexpected medical intervention, and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: health effect - impact code: code 4650 was removed.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for cardiogenic shock, respiratory failure and right ventricular dysfunction requiring intervention. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating mitral regurgitation (mr) with a grade of 4+. The patient remained hospitalized post procedure, and on (B)(6) 2021, the patient was diagnosed with cardiogenic shock, respiratory failure and right ventricular dysfunction, as well as worsening of pre-existing thrombocytopenia. The patient required intubation and extracorporeal membrane oxygenation (ECMO) support. Medications were administered. No additional information was provided.